Event description:
Infusion pump with a failure code 810:04. The condition had occurred on a patient, 6 seconds into the infusion where the pump had been set to infuse at a rate of 125ml per hour with 250 ml to be infused. Information was requested by baxter regarding the medication involved, specific patient information, tubing product code and lot number in use, medical intervention and patient injury, but no additional information was available.